Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the complaint device shows: there has been one repair of the device performed by olympus in the past year. The user's report of "no image" is confirmed. This was determined to have been due to a faulty cable. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported a device with no image. This event occurred during a cleaning, disinfection and sterilization of the device, and further reported to have been ¿not delayed more than 15 minutes.¿ there was no report of patient injuryor medical intervention.

Manufacturer narrative:
Additional information pertaining to event updated in b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was surmised that the cause of the reported phenomenon was due to the defective cable - however, the cause of this defect could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was clarified via customer contact that this phenomenon was identified prior to use, during inspection, cleaning and testing, and that the intended procedure was completed.